Event description:
The patient felt the ins was choking him. When he turned his head, it hurt his ear. He saw "floaters" in his left eye. The ins was implanted above his right nipple and the lead goes up to his occipital nerve. These issues started about 6 months ago. It was confirmed that he experienced muscle spasms in his neck area near where the wires track towards the ins. He first experienced this pain after lifting a very heavy bag over his shoulder. The pain was there whether the ins was on or off. Nothing surgical was planned or necessary at this time. The patient was happy with his new setting.

Manufacturer narrative:
Extension model 748940, serial# (B)(4) implanted: (B)(6) 2004, explanted. Extension model 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted. Adaptor model 74002, lot# n248077, implanted: (B)(6) 2011, explanted. Lead model 3998, lot# j0454409v, implanted: (B)(6) 2004, explanted. Programmer model 37743, serial# (B)(4). (B)(4).